Manufacturer narrative:
Additional information has been requested, but no new information has been received to date. If additional, new information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that immediately following implant of this annuloplasty band, it was explanted and replaced with another annuloplasty ring due to continued regurgitation. Preoperative inspection revealed no visual anomalies. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received wrapped in a surgical glove. The original packaging was returned with the device. The ring was discolored showing evidence of blood contact. The ring appeared intact with no evidence of deformation or abnormalities. Tiny tears in the sewing cloth showed placement of implantation sutures. Radiography showed no distortion or damage to the ring. Conclusion: the DHR review was performed on the device; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The analysis of the device did not show any anomaly that would have contributed to the reported event. As noted by mick et al, surgeons often attempt to repair mitral valves in lieu of replacing them due to improved long term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post repair evaluation demonstrates an inadequate result. This is often due to suboptimal anatomy, surgical technique, or inappropriate sizing, and not a malfunction of the device (1). In this case, a true cause cannot be identified. A new cg future annuloplasty band/ring (unknown size) was implanted subsequently and surgery was completed successfully. The patient remains in good condition. Regurgitation is a known adverse effect and regurgitation related risks are identified in the risk management files. (1) mick et al, ann cardiothorac surg 2015; 4(3):230-237.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.